Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, arrhythmia alarms) has been confirmed. Upon investigation, the front therapy electrode was pulled out of the strain relief at ECG a. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable and a patient was receiving arrhythmia alarms.